Manufacturer narrative:
(B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tulip head came off (separated from) a synapse 4.0 polyaxial screw during a c3-t1 posterior cervical fusion (pcf) on (B)(6) 2017. The surgeon was trying to put the locking caps on the screw using a persuader. While using the persuader, the tulip head disengaged from the screw shank. All of the others caps were on the tulip head, this was the last one. This occurred at c7 on the right side. The surgeon removed the broken screw and replaced it with the same screw type. No fragments were left behind. There was a reported surgical delay of two minutes; long enough to load the driver up with another screw. The procedure was completed successfully with the patient in stable condition. Concomitant device reported: persuader (part 03.615.009, lot number unknown, quantity 1). This report is for one (1) polyaxial screw.